Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When using heart string in CABG (opcab), the policy was not fully developed. After performing the operation of pushing the pressurized system to the developing system and inserting the developing system into the aorta (after using the actuator), the opening of the aorta could not be completely closed by the pressurized system. Therefore, they saw bleeding, and surgeon . Judged that there was a problem and removed the push-button seal. Judged that the push-through was poorly deployed, opened another heart string ii (hs-3045) and used it. The second use was able to perform the central anastomosis without any problem.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When using heart string in CABG (opcab), the policy was not fully developed. After performing the operation of pushing the pressurized system to the developing system and inserting the developing system into the aorta (after using the actuator), the opening of the aorta could not be completely closed by the pressurized system. Therefore, they saw bleeding, and surgeon judged that there was a problem and removed the push-button seal. Judged that the push-through was poorly deployed, opened another heart string ii (hs-3045) and used it. The second use was able to perform the central anastomosis without any problem.